Event description:
It was reported that shaft break occurred. The patient presented with chest pain. A 2.50 x 48 mm synergy xd drug-eluting stent was selected for use. While the device was being inserted, the shaft broke. The procedure was completed using an alternate method. There were no patient complications. It was further reported that the 80% stenosed target lesion was located in the moderately calcified and moderately tortuous distal left anterior descending artery.

Manufacturer narrative:
The synergy xd mr ous 2.50 x 48mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break 21.9cm distal to the distal end of the strain relief and multiple hypotube kinks were observed along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic analysis revealed that there was no sign of damage, stretching or lifting of the stent struts. The bumper distal tip was slightly flared. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The patient presented with chest pain. A 2.50 x 48 mm synergy xd drug-eluting stent was selected for use. While the device was being inserted, the shaft broke. The procedure was completed using an alternate method. There were no patient complications.